Event description:
A us distributor contacted zoll to report that an (B)(6) male patient passed away on (B)(6) /2014. The patient passed away in the hospital while reportedly wearing the lifevest. The hospital staff was with the patient at the time of death and reported that the device did not alarm. An arrhythmia was detected at 11:01:11 and the ECG shows a paced rhythm at 54 bpm transitioning into ventricular tachycardia (vt) at 143 bpm. The detection stopped at 11:01:14. An arrhythmia was detected at 11:01:10 and the ECG shows ventricular fibrillation (vf). The device determined that the patient's heart rate fell below the programmed rate threshold (150 bpm) and did not remain in detection. The patient also received a non-lifevest defibrillation. The rhythm at the time of non-lifevest defibrillation was cf. The post-shock rhythm was pacemaker spikes with artifact. Detection stopped at 11:01:23. The electrode belt was then disconnected at 11:08:53. The device properly detected vt and vf. However, due to the heart rate falling below the programmed rate threshold, the device was unable to treat the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. Upon receipt the electrode belt was fully functional. Upon receipt the monitor failed incoming testing. The cause for the test failure was an open resistor, r781. The r781 resistor was likely damaged during the physician's attempts to resuscitate the patient with an external defibrillation. While in use, the device functioned as designed. Device manufacture date/usage of device: monitor sn (B)(4): 05/2013 - reuse. Electrode belt sn (B)(4): 05/2014 - reuse.